Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the xience xpedition stent system was advanced to the lesion without issue. Stent deployment was attempted, but the balloon failed to inflate. Resistance was noted during removal of the stent and delivery system, but it was eventually, successfully removed including the stent. There was no adverse patient effect and no clinically significant delay in procedure. Another xience xpedition stent was implanted to complete the procedure. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported difficult to remove could not be tested as it was based on the operational context of the procedure. The reported expansion failure could not be tested as the stent component was not returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported expansion failure. The investigation determined the reported difficult to remove appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.